Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on 07/31/2015.

Event description:
A customer reported an event of a "strong oil smell" (odor) emitting from the sterrad tm nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit was reviewed for the past 6 months (01/31/2015 to 07/30/2015) and trending was not exceeded. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited a mist. The reason for return of the catalytic converter was confirmed. The assignable cause of the odor/smells issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.